Manufacturer narrative:
The manufacturing record was reviewed and found no irregularities. Based on the following information, omsc presumed that a foreign material derived from peripheral devices / body fluids / drugs used was clogged in the nozzle. * according to the inspection result of the device, the following were confirmed. - foreign material stuck in air and water supply nozzles - users of the facility may properly reprocess the device. * according to the past similar case, it was presumed that a foreign material derived from peripheral devices / body fluids / drugs used was clogged in the nozzle. The exact cause of the reported event could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that olympus had changed the nozzle. During the inspection, it was found that the nozzle was not deformed. It was suspected that there was a foreign material causing nozzle blockage. There was no report of patient injury associated with the event.